Event description:
The customer alleges that the connector broke during use on a pt. The pt could not be ventilated until a new double connector tube was opened to get a new connector. The pt briefly de-saturated to the mid-80s. As soon as the new connector was attached, the pt was easily ventilated back to 100% sao2 and suffered no complications as a result of the alleged equipment malfunction.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.